Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the keyboard was no longer responding to input. Touchscreen functionality and badge access remain unaffected. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device keyboard failed to recognize the input and typing and was offline. A field service engineer inspected the keyboard and found universal serial bus cable was loose in the docking station. Further, the fse reseated the universal serial bus cable header at the docking station to resolve the issue. Additionally, the fse observed no network communication because the cable was connected to an incorrect wall port. The fse then relocated the network cable to the correct wall port, and communication resumed. The system functioned as intended after the field service engineer repaired the device.